Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/29/2014 with the following findings: no malfunction was experienced during investigation. Review of the pump¿s black box found the total daily dose history matched the programmed basal rates and bolus history. No issues were found in the pump alarm history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All boluses were recorded appropriately in the pump histories. The pump passes a delivery accuracy test.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient reported their blood glucose (bg) was above 250 mg/dl, unknown if above 500 mg/dl, with diabetic ketoacidosis, rapid breathing, shortness of breath, and chest pain. The patient reported they were hospitalized and were treated with insulin injections and intravenous fluids; the patient noted they experienced a serious infection prior to the hospitalization. It was reported the bolus history did not correlate appropriately to the bolus total recorded in the total daily dose. Troubleshooting could not be completed at the time of the complaint. This complaint is being reported because the reported serious injury was associated with an alleged discrepancy in the pump¿s delivery histories.

Manufacturer narrative:
Follow-up #1 date of submission 06/12/2014-additional information:on 06/11/2014, the reporter contacted animas, stating there were no issues with the pump¿s function; the pump was functioning per specification. Troubleshooting was not performed.